Event description:
Related manufacturer reference number:2017865-2022-21501. It was reported that the right atrial lead exhibited noise and the right ventricular lead exhibited high impedance and failure to capture. The physician dissected down to the chronic pocket and the rv lead was completely severed. The chronic ra and capped rv lead was extracted and from the pocket and the severed rv lead was snared from the groin. New leads were implanted. The patient remained stable throughout the procedure